Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that a bride bolus was incorrectly performed. The old drug desired dose was entered incorrectly as 187.3mcg/day instead of 400mcg/day. It was noted that 187.3mcg/day was an old dose. It was reported that this happened within a few minutes on (B)(6) 2014. It was reported that the health care professional (hcp) canceled the bolus. The pump was used to infuse baclofen.